Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for about three months. The reported claimed the bottom portion of the keypad rubber had peeled up. The reported alleged the keypad button symbols had worn off of the pump. The patient reportedly wore the pump in a pocket and use alcohol to clean the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/22/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was peeling from the bottom to the ok button. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.